Event description:
It was reported by service report that the outer lift tubes had cracks in them and the cot was tilted. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Outer lift tube.